Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that an x-ray was submitted for review. Boston scientific technical services (ts) noted that the rv coil appears to be far from the septum and not following the normal linear path to the rv ventricle with an evident loop inside the chamber. It is also observed a marked lead body curvature and bending in the subclavian region that could create mechanical stress to the lead system. The patient was referred to another hospital for surgical intervention.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in amplitude and pacing impedances. No adverse patient effects were reported. The patient will be monitored. The lead remains in service.

Manufacturer narrative:
(B)(4).